Event description:
It was reported that the patient experienced a pericardial effusion. During a left atrial appendage (laa) closure procedure a versacross rf wire was used to perform the transseptal puncture. Pre-procedure imaging noted a mild/moderate effusion in the right atrium (rv) on the apical side. During the procedure while attempting to deploy a 31mm closure device there was a lot of forward pressure on the closure device that inverted a strut on deployment and it was determined that the closure device was too large for the appendage. There were 5 to 6 partial/full recaptures with the closure device, and eventually the decision was made to downsize to a 27mm closure device. Once the 27mm closure device was deployed, the position was still unacceptable, a partial recapture was performed, and the closure device was placed in a very favorable position. On the contrast injection it was noted that there was some contrast stain. The patient blood pressure remained stable the entire procedure. Position, anchor, size and seal (pass) criteria was met and the closure device was released. On transthoracic echocardiography (tte) examination it was determined there was an effusion larger than the existing effusion noted on the pre-echocardiography. Pericardiocentesis was performed to drain the fluid and 1200 ml of blood was pulled from the pericardium. The patient was sent to the intensive care unit (ICU) for monitoring. No new accumulation of fluid was observed overnight. The patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.